Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient contacted lifescan on "2005" to report that his one touch ultra smart meter began powering off during use in 2008. As a result of the alleged issue, the patient reportedly ate less. The patient, who self treats with insulin, reportedly was seen in an emergency room on five days later, and given an insulin injection. No blood glucose results were provided. Presumably, the patient had been unable to test due to the power issue. No symptoms were experienced. The cca replaced the meter and test strips. The complaint is reported because the patient allegedly unable to test on that day, and reportedly went to the ER where he was treated with insulin, after the reported issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.